Event description:
Caller reported aviva system blood glucose results, all mg/dl: 131 mg/dl at 7:59 pm 151 mg/dl at 7:57 pm 533 mg/dl at 7:48 pm 155 mg/dl at 7:46 pm 283 mg/dl at 7:43 pm no adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.